Event description:
Surgeon was using a k-wire when tip of k-wire broke off in patient. Doctor noticed immediately and notified the staff in room. X-ray was already present in room. Broken piece was removed from hip by doctor and the x-ray was taken. Radiologist spoke with physician, and no foreign body/broken instrument was visualized on x-ray.